Event description:
On (B)(6), 2012, the patient reportedly required medical intervention at the hospital for a blood glucose reading of 25 mg/dl after he primed 179 units of insulin via the animas pump while he was attached. The patient acknowledged the issue was due to use error on his part. Between 7:22 pm and 7:36 pm, the patient primed 179 units of insulin while he was attached to the animas pump. When he realized what he had done, he took food and tested at 198 mg/dl. At the time of concern, he drove to the hospital for further assistance. His blood glucose readings dropped to 50 mg/dl and eventually to 25 mg/dl. He felt shaky and sweaty, and had blurred vision. The patient was given 3 bags of d50 glucose with lots of food. There was no product malfunction associated with the hospital incident. This complaint is being reported due to use error (patient primed while attached to pump system).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.